Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified mid femoral artery. A 6.0 x 60 mm armada 35 balloon catheter was advanced to the lesion; however, it could not fully inflate. The balloon catheter was removed from the anatomy and an attempt was made to inflate the balloon when a leak was noted at the hub. The procedure was successfully completed with a non-abbott balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported leak when the balloon catheter was pressurized. A search of the complaint handling database was performed and there were no other complaints identified from this lot related to hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. It was determined that the root cause of the event was potentially related to hub assembly during manufacturing and corrective and preventative actions were implemented. The performance of these devices will continue to be monitored.